Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal came off the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on the lot number 7275536: the lot number was built on afa line 8 from 06oct2017 thru 11oct2017. Packaged on packaging line 11 from 08oct2017 thru 18oct2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one iag 18ga unit from lot number 7275536. Package was partially opened, but this is the basis of the complaint. Conclusion(s): the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Photos submitted for review displayed the same findings as the evaluation of the returned unit. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that the seal came off the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury, or medical intervention.